Event description:
Customer reported frequent nonresponsive or intermittent response by button press. Customer stated their insulin pump was not dropped or exposed to moisture. Troubleshooting did not find any alarms in the history. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.